Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the cannulas were bending and causing the customer's blood glucose to be high. Customer's blood glucose was 400 mg/dl to 500 mg/dl. Customer will not be returning the device for analysis.